Event description:
It was reported that during the implant procedure the left ventricular lead dislodge during slitting. The lead was not implanted and was replace by another succesfuly. No patient complications have been reported as a result of this event. It was reported that during the implant procedure the left ventricular lead dislodge during slitting. The lead was not implanted and was replace by another succesfuly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies noted.